Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend on the rv (right ventricular) pacing lead was rising, there was an r-wave amplitude measurement issue, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient presented to the hospital due to hearing a device alert and a device interrogation indicated a lead integrity alert (lia) had triggered due to a high sensing integrity counter (sic) and non-sustained ventricular tachycardia episode count. It was noted there was a decrease in r-wave for a short period and interference was sensed, along with non-physiological artifact visible on the electrogram (egm). The rv lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.